Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that was dispatched to service the cardiosave intra-aortic balloon pump (iabp) and was unable to reproduce the reported issue. The stm performed diagnostic tests and all passed. The fse found the customer call that was initiated at the time of the event and it was found that the console was not properly seated in the cart, causing the unit to run on internal helium tank and batteries. The customer reported that the internal helium was almost empty and displaying low helium tank icon. The cart helium tank was displaying full tank. The customer was confuse and did not realize the unit was in rescue mode. After the customer was instructed to reseat the console and cart, the helium tank icon went to green and all operations returned to normal. The unit was released to customer for clinical use.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) displayed low helium and not operating correctly. It is unknown under which circumstances this event occurred. However there was no patient harm/injury and no adverse event reported.

Event description:
It was reported before use by the customer that cardiosave intra-aortic balloon pump (iabp) displayed low helium and not operating correctly. There was no patient involvement; thus no adverse event was reported.